Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the patient's wife that the patient expired. The physician reported to the patient's wife that the cause of death was a cardiac arrest. Upon reviewing the merlin.net transmission, 3 vt events and one non-sustained vt episodes were noted. Only 3 egms were available since the non-stained vt was captured within the previous stored egm. The device was programmed with a monitor zone at 150 bpm and a vf zone at 200 bpm. No atrial activity is seen aside from very intermittent spikes on the flatlined signal. All measurements were stable and in-range. The device appears to be operating as programmed. There is no known allegation from a health professional that suggests the death was related to the device.